Manufacturer narrative:
Additional product codes for this report include hty. Device broke intra-operatively and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information not provide by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is unknown and is unknown if implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the multiloc humeral nail system was used for surgical neck of humerus fracture. While the surgeon proceeded the surgery accordance with technical guide, it was found through x-ray that the tip of the reported k-wire was cut off. He took about 10 minutes to remove the broken tip from the patient body and continued the surgery. The surgeon had chosen the k-wire for opening the medullary canal. Also during the surgery, the drill bit (part number unknown) interfered with the reported nail when drilling level f or g. Eventually the surgeon removed drill sleeve then continued drilling by his maneuver to proceed the surgery. The surgery was extended for 15 minutes. This report is 1 of 4 for (B)(4).